Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high, out of range shock impedance measurements of 125 ohms or greater. The device was reprogrammed to alert for shock impedances 150 ohms or greater. The system will continue to be monitored. There were no adverse patient effects reported.